Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet was selected for an implant using a 12f amplatzer torqvue 45x45 delivery sheath in a patient with challenging anatomy. During the procedure, a small pericardial effusion developed near pericardium which did not lead to cardiac tamponade. After the completion of the procedure, the physician tapped and drained the effusion through a pericardiocentesis procedure. Heparin was administered with the patient's activated clotting time (act) levels of 289 seconds. Patient status is stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, an echo disc was received and reviewed which confirmed the reported event of pericardial effusion. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.